Event description:
On 2012 (B)(6), gamma3 primary surgery was performed. Then walking motion is strange from around the end of april, the nail breakage was confirmed by x-rays on 2013 (B)(6). The revision surgery changing to long nail was performed on 2013 (B)(6).

Event description:
On (B)(6) 2012, gamma3 primary surgery was performed. Then walking motion is strange from around the end of april, the nail breakage was confirmed by x-rays on (B)(6) 2013. The revision surgery changing to long nail was performed on (B)(6) 2013.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned devices matched the report and the nail breakage was confirmed. Failures in material or manufacturing of the affected nail were not found. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to axial overload after an implantation period of 7 months. The given information and the x-rays provided were forwarded to a hcp for review, who stated in conclusion, that the breakage of the gamma-nail was caused by a long term overloading in a completely unstable fracture constellation. Missing bone consolidation (non-union) without significant callus formation. An intraoperative damage of the gamma nail caused by a deviated step drill resulting in significant weakening of the gamma nail in the area of the lag screw thru hole. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device, but is rather patient related contributed by an intra-operative damage by a deviated step drill. No non-conformity was identified.